Event description:
A caller reported a malfunction on their insulin pump, specifically mentioning a malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved to send the customer a replacement pump with updated software, provided instructions on storing the old pump and ensured the customer understood the process for receiving and returning the pump via ups. The customer had no backup therapy available and planned to consult their healthcare provider.